Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy has received information stating that the depuy head was used in conjunction with a competitor liner. Manufacturer: smith & nephew. Product: hip liner. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Left hip revision for dislocation. Smith and nephew cup revised to a stryker dual mobility.

Manufacturer narrative:
Conclusion and justification status: the complaint states primary surgery date: (B)(6) 2014. Revision date: (B)(6) 2015 by dr (B)(6). Left hip revision for dislocation. Smith and nephew cup revised to a stryker dual mobility. Proximal portion of reclaim revised from 20 x 75 to a 20 x 95mm body to gain more stability. 48 cup insitu so very limited options without revising both stem and cup. No medical records or x-rays were received with regard to this complaint. A complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.